Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump. Reportedly, the customer had entered the incorrect transmitter ID into the pump. The correct transmitter ID was entered, and the pump and transmitter regained connection. There was no reported adverse effect to the customer's blood glucose level.